Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. Based on the information provided the results conclude that the most likely root cause is patient related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00169.

Event description:
It was reported the patient underwent an additional surgery to free tissue from the device.